Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2017, a biozorb was implanted in the patient and the patient reported suffering from a very painful, hard, and bulging lump in her breast, also the breast is deformed, scarred, sensitive, and swollen. The patient reported having trouble sleeping because of the pain caused by the marker. No additional information.

Manufacturer narrative:
After additional medical review it was determined that a 48-year-old woman 250lbs, received post radiotherapy on breast upper outer quadrant lumpectomy, biozorb placement and slnd surgery sometime on (B)(6) 2017 with a re-excision for a positive margin on (B)(6) 2017. The patient diagnosis was right breast ruq invasive ductal carcinoma stage 1 grade1 pt1 pno ER+pr+ her2- considered low risk. It appears that the patient underwent radiation therapy beginning on (B)(6) 2017. The records reflect significant breast pain at that time. Post radiation therapy the patient was treated with letrozole poorly tolerated and then exemestane from on (B)(6) 2018 when she stopped due to poor tolerance. She trailed arimedex from on (B)(6) until the summer of 2020 and re-initiated on (B)(6) 2021. She had a benign f/up mammogram on (B)(6) 2017 when she was "stable post lumpectomy and biozorb markers are in place". Patient was referred for an u/s of the right breast for "an area of palpable concern" in the lower inner quadrant of the right breast on (B)(6) 2022. The u/s was negative with no mention of biozorb or markers. Annual mammograms were negative up to on (B)(6) 2023 (6 yrs post lumpectomy) when she was seen by surgical oncology for complaint of asymmetry requesting a plastic surgery consult. The record states " no suspicious mammogram finding. No definite correlate for lateral/axillary rt breast pain". The surgeon reviewed "triggers" for breast pain including caffeine, chocolate, and hormones and referred her to a plastic surgeon. The patient had a negative diagnostic right breast mammogram for "non-focal right breast pain for the past couple months" with post-surgical changes unchanged from prior exams on (B)(6) 2023. Medical history: morbid obesity(bmi>40); hypothyroid; hyperlipidemia; peroneal dvt; pacemaker; fibromyalgia; type2 diabetes; on prozac for anxiety; pituitary gland disorder, status post multiple unrelated surgeries (back and spine, knee, cranial, shoulder, wrist, gall bladder, nasal) past history of smoking-quit in 2019. Long list of current medications and multiple drug allergies.

Manufacturer narrative:
It was reported that on (B)(6) 2017, a biozorb was implanted in the patient and the patient suffers from a very painful, hard, and bulging lump in her breast. Her breast is deformed, scarred, sensitive, and swollen. The patient has trouble sleeping because of the pain caused by the marker. As a result of the pain and complications the patient fears the possibility of another tumor every day, causing significant emotional distress. No initial evaluation could be performed because there was no returned sample for this complaint. The sample was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not able to be performed. Investigation into several of the harms reported in this complaint was performed from a clinical literature review, as well as an investigation into the design and risk of the biozorb product. The harms identified during this complaint are: scar tissue, pain, deformity, swelling, sleep dysfunction. A review of clinical literature performed on lumpectomies and their associated complications was performed. A summary of this review concluded that, while lumpectomy is a well-established option for breast cancer treatment, it inherently carries risks of complications, most notably infections, seroma formation, chronic pain, and wound healing issues. The literature demonstrates variation in complication rates based on surgical technique, additional therapies (such as intraoperative radiation therapy (iort) or radiation), and individual patient factors, with infection rates ranging from 2% to 10% and seroma rates from 11% to 65%. Tissue damage / delayed wound healing / necrosis / scar tissue / erosion biozorb (0.7%): tissue damage, including wound dehiscence and erosion, was reported in 0.7% of patients with the biozorb marker. In a more severe case, the biozorb device eroded into the nipple-areola complex, necessitating complete removal of the nipple-areola complex due to chronic inflammation. However, given that wound healing issues, tissue necrosis, and other damage are known complications of lumpectomy itself, some of these outcomes could be directly related to the surgical trauma and healing process rather than the device. Lumpectomy (13.1% of patients, delayed healing in 6.5%, and skin-flap necrosis in 1.1%, indicating that tissue damage): wound healing issues and tissue necrosis are common after lumpectomy, particularly in cases where large amounts of tissue are removed or additional procedures such as radiation are performed. Knowles et al. Reported wound infection in 13.1% of patients, delayed healing in 6.5%, and skin-flap necrosis in 1.1%, indicating that tissue damage can be a lumpectomy-related issue. Pain biozorb (0.9% to 1.9%): pain or discomfort was reported in 0.9% to 1.9% of patients with the biozorb marker. In one instance, discomfort occurred due to the device being sutured to the serratus muscle but did not result in removal. In another study, discomfort in 1.1% of patients led to device removal. However, given that pain is a well-known complication following lumpectomy, particularly in cases with nerve damage or radiation therapy, some of this discomfort could be attributed to the initial surgical intervention rather than the presence of the marker. Lumpectomy (25% to 60%): chronic pain is a frequent long-term complication of lumpectomy, affecting 25% to 60% of breast cancer surgery survivors. Kwee et al. Reported a pooled prevalence of 31% for neuropathic pain following bcs. The presence of post-surgical pain, particularly neuropathic pain caused by nerve damage, could be exacerbated by or misattributed to the biozorb marker in some cases. Deformity (physical asymmetry / disfigurement) rahimi 2022 (rahimi a, simmons a, kim dn, et al. Preliminary results of multi-institutional phase 1 dose escalation trial using single-fraction stereotactic partial breast irradiation for early-stage breast cancer. Int j radiat oncol biol phys. Mar 1, 2022;112(3):663-670. Doi: 10.1016/j.ijrobp.2021.10.010) concluded that cosmetic outcomes were preserved, with no significant cosmetic detriment across any dose cohort, suggesting that single-fraction s-pbi does not negatively affect patients' physical appearance post-treatment. Both patient- and physician-reported cosmetic scores were consistently favorable over 12 and 24 months of follow-up. Swelling / lymphedema (inflammation / limited mobility) biozorb (0.7%): tissue damage, including wound dehiscence and erosion, was reported in 0.7% of patients with the biozorb marker. In a more severe case, the biozorb device eroded into the nipple-areola complex, necessitating complete removal of the nipple-areola complex due to chronic inflammation. However, given that wound healing issues, tissue necrosis, and other damage are known complications of lumpectomy itself, some of these outcomes could be directly related to the surgical trauma and healing process rather than the device. Lumpectomy (13.1% of patients, delayed healing in 6.5%, and skin-flap necrosis in 1.1%, indicating that tissue damage): wound healing issues and tissue necrosis are common after lumpectomy, particularly in cases where large amounts of tissue are removed or additional procedures such as radiation are performed. Knowles et al. Reported wound infection in 13.1% of patients, delayed healing in 6.5%, and skin-flap necrosis in 1.1%, indicating that tissue damage can be a lumpectomy-related issue. Regarding lumpectomy¿s, berger et al. (Berger l, grimm a, sutterlin m, et al. Major complications after intraoperative radiotherapy with low-energy x-rays in early breast cancer. Strahlenther onkol. Apr 2024;200(4):276-286. Doi:10.1007/s00066-023-02128-z) retrospectively analyzed the occurrence of severe local complications in 10 out of 408 women who underwent intraoperative radiotherapy (iort) with low-energy x-rays during breast-conserving surgery (bcs) for early breast cancer between 2002 and 2017. The complications, which required surgical intervention, included redness (80%), seroma (60%), wound infection (60%), suture dehiscence (60%), and induration (40%). Hematoma and necrosis were less common (10% each). These symptoms emerged from immediately post-operation up to 15 years later, with a median onset at 3.1 months. While most complications were managed with smaller surgical interventions, such as excision of necrotic areas or secondary sutures, more severe cases required complex flap surgery or mastectomy. The study concluded that although iort is generally safe, it carries a risk of severe complications. Preoperative counseling and vigilant follow-up are recommended to manage these risks effectively. An investigation was performed by subject matter experts (sme¿s) into several of the harms identified as being experienced by the patient related to design, risk management, and clinical factors. The results of these investigations and potential causes can be seen below; however, it is important to note that these results do not include medical input from a qualified medical professional: pain: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. The crystalline proportion in the device is unknown. Crystallinity may be causing irritation and foreign body reaction considering the long period of absorption of the device. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs, and therefore there are opportunities in design outputs and v&v activities. Migration: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. The crystalline proportion in the device is unknown. High crystallinity may be causing migration/erosion considering the long period of absorption of the device. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs. Based on the clinical literature review, the harms reported to be experienced by the patient in the complaint are common symptoms from surgery and lumpectomies; therefore, a confirmation of the biozorb causing the harms was not able to be done. However, based on the review of the top harms in regard to the biozorb design and risk documentation, the adverse events reported can be tracked back to a potential shared cause: lack of adequate user needs for the product. User needs define the framework for product development and lay the ground for the definition of design inputs, design outputs and later verification and validation activities. Other potential causes are related to inadequate test methods and/or the lack of evidence to support some specific product requirements. Conclusion: when comparing the safety outcomes of the biozorb marker with general lumpectomy complications, it becomes evident that some of the complications associated with biozorb may stem from the lumpectomy procedure itself. Both procedures share overlapping risks, although the biozorb device introduces additional considerations. However, it has been confirmed that the lack of defined user needs and inadequate test methods and testing evidence are potential root causes for the harms reported in this complaint. This cause will be further investigated and addressed in a CAPA. The risks associated with this complaint event are further described and evaluated against the product and its hazard analysis in the health risk assessment biozorb complaint analysis. Updates to the biozorb hazard analysis risk file will be monitored. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a DHR review could not be performed because no lot information was provided.